Event description:
Additional information received reported that the osteotomy was done because the patient was bending forward. The patient had ¿a lot of pain¿ when she walks. The patient was having ¿a certain symptoms¿ after the surgery. It was noted that the doctor suspected the catheter was not in the intrathecal space because he ¿tapped to see if he could get any spinal fluid and he could not get any.¿ the catheter was also not radiopaque because ¿it was old tubing.¿ x-ray was done but it was hard to see the catheter. The patient had sleep apnea and was having trouble staying awake during the days prior to the surgery. She had to take nuvigil which ¿helped¿ but she had trouble with sleepiness. The patient could not fall asleep after the surgery. She was wide awake and she could not sleep at night. The patient was supplemented with 15 mg of oral morphineir. The dosage was increased after the surgery because the patient was in hospital for 10 days and she was in ¿a lot of pain.¿ it was noted that the doctor did not change the dosage after the patient was discharged from the hospital. The patient tried to wean herself off the oral morphine and she experienced withdrawal effects such as nervous, jittery and weak.

Event description:
Additional information: catheter dye study performed may 2012 revealed catheter tip not in spinal canal. No patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w, lot # l71620, implanted: (B)(6) 2000, explanted: unknown . Catheter model # 8703, lot # j92-103102, implanted: (B)(6) 1992, explanted: unknown.

Event description:
Patient had back surgery 6 weeks ago and since then reported new symptoms of increased pain and not sleeping. The patient's dosage was increased following surgery to help with pain management. It was indicated that due to change in symptoms the health care provider believed that catheter may have slipped out of intrathecal space. Per the patient , the health care provider was able to aspirate spinal fluid to get a sample. The patient had a CT planned for (B)(6) 2012. The pump was used to deliver morphine, clonidine and bupivicaine. Additional information has been requested; a follow-up report will be sent if information becomes available.